Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was misalignment in the jaws during a robotic nephrectomy while applying the clips. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, inc. (B)(4) facility as part of an (B)(4) pc. Lot in december of 2015. The returned instrument was evaluated and found that jaws are aligned but the knob and tube assembly move freely back and forth when the handle is squeezed indicating the snap ring which holds the knob & tube assembly to the handle assembly has been popped out of its groove thus validating the complaint. Parts were 100% visually inspected and tested at the tecomet. Lnc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. We are unable to determine how this instrument has been stored, handled or used by the end users facility. At this time it is undetermined as to what caused the shaft and knob assembly to become loose from the handle but mishandling at the customers site is suspected. No corrective action required.

Event description:
It was reported that there was misalignment in the jaws during a robotic nephrectomy while applying the clips. There was no patient injury.

Manufacturer narrative:
.The DHR for the alleged instrument was reviewed and found complete without any irregularities. This instrument was manufactured at the teleflex medical, kenosha facility as part of a 25 pc. Lot in december of 2015. We are unable to validate the alleged complaint at this time.sample part, video, or any picture was not received to perform an investigation, therefore we are unable to validate the alleged com plaint.

Event description:
It was reported that there was misalignment in the jaws during a robotic nephrectomy while applying the clips. There was no patient injury.